Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Upon functional testing, the fse determined defective operating system (os) and images hard drives (hd¿s) on both host pc and image processing computer (ippc). As a part of repair activity, the fse replaced host pc, ip drives and reloaded the software. After replacement and software installation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura xper fd20 biplane system had early life failures of the image processor hard drive and was unable to boot up. The customer tried to recover the ghost from back up from (B)(6) 2022. Due to drive failures, the ghost was not recoverable. The system was in clinical use and no harm has been reported. The host pc was replaced, along with the new os drive, the old ghost was restored and the system was returned to functionality. Philips has started an investigation of the complaint.